Event description:
A medtronic representative reported a site experiencing intermittent connection issues with their navigation system camera. This is reported to occur sometimes after the site has the patient exams loaded, the system is unplugged and moved to the operating room (or), and they are ready to use the camera. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative rmas issued. Replacement computer shipped to site (B)(4) 2013. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect camera finds that at power up, the amber fault light came on for a few minutes, then went off again. A check of the event log revealed a long history of intermittent internal strober errors. Electrical failure, internal strober error, directly caused the event. On (B)(4) 2013 a medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. Camera working as it should.